Event description:
The service company reported, "when unit is hooked up to ac or dc power, it powers up and shuts down constantly". Subsequent information received stated, "there was no report that I (service technician) have been given or able to track down whether or not this has occurred on a patient".